Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range 2.7 - 4.1 inr): qc 1: 3.1 inr , qc 2: 3.0 inr , qc 3: 3.1 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.3%. Upon review of the meter's patient result memory, the patient also had a meter result of 5.0 inr at 10:19 on (B)(6) 2019. The patient was not sure if sample was applied to the test strip within 15 seconds of puncture. According to the package insert, when using capillary blood the customer needs to apply the sample to the test strip within 15 seconds after lancing the fingertip and within 30 seconds when using venous blood.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 10:16 a.m., a sample from this patient was tested using the meter, resulting with a value of 5.2 inr. The patient's finger was not prepared with alcohol prior to collecting a sample for meter testing. Within 7 hours of the meter test, a sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.8 inr. Medical decisions were made based on the laboratory value since the meter value was believed to be inaccurate. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient's product was requested for investigation and replacement product was sent to the patient.